Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder would not turn off during the pre-cautery activation test. A replacement device was used to complete the procedure. There were no pt effects. Product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on march 03, 2010, for investigation. A visual inspection revealed that there were no physical non-conformities with the device, and no signs of usage. The device did not pass the pre-cautery test. The failure mode "device remains activated" was reproduced and the complaint is confirmed. The exact root cause of the reported failure mode has not been determined. A device lot history review was performed, and there were no non-conformities that could have contributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if add'l info is obtained. (B) (4)